Event description:
It was reported that after a tlif procedure on (B)(6) 2018, the rod popped out of the screw head. This was noticed at the 2 week follow-up. Revision occurred and physician implanted new rod, screw, and blocker. The physician believes this occurred due to patient coughing.

Event description:
It was reported that after a tlif procedure on (B)(6)2018, the rod popped out of the screw head. This was noticed at the 2 week follow-up. Revision occurred and physician implanted new rod, screw, and blocker. The physician believes this occurred due to patient coughing.

Manufacturer narrative:
Method: nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via correspondence with the representative. No additional information or parts were received after multiple follow up attempts, therefore product evaluation and manufacturing record review could not be performed. According to the IFU, "the surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. " additionally, the IFU states "loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. " the physician believes that the rod may have migrated due to "patient coughing", which could be possible as the IFU warns that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma. Additionally, it is unknown if the blocker loosened. A loose blocker can cause the rod to slip out of the screw tulip. Blocker migration can be caused by strenuous activity, under/overtightening, fall, and fixation construct design. Without evaluating the blocker, this cannot be determined conclusively. Conclusion: as the devices and additional information were not provided, a definite root cause cannot be determined. Device not returned.